Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was programmed to MRI protection mode at doo 70 bpm. The patient underwent the MRI scan with no issues reported. However, when the health care professional (hcp) contacted technical services for assistance confirming MRI protection mode was properly exited, it was reported that the patient was now in atrial fibrillation (af) with rapid ventricular response (rvr) at 105 bpm. The patient was not in af before the MRI scan. Technical services confirmed the device was no longer in MRI protection mode, therapy was enabled and the impedance measurements were normal; the device was functioning as programmed at dddr 60/130. It was suspected that the MRI protection mode programming induced the patient's af. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This device remains implanted and in service; therefore, technical analysis cannot be conducted. However, we have determined that the clinical observation of a therapy induced arrhythmia is a known inherent risk with the use of this product.

Event description:
It was reported that this pacemaker was programmed to MRI protection mode at doo 70 bpm. The patient underwent the MRI scan with no issues reported. However, when the health care professional (hcp) contacted technical services for assistance confirming MRI protection mode was properly exited, it was reported that the patient was now in atrial fibrillation (af) with rapid ventricular response (rvr) at 105 bpm. The patient was not in af before the MRI scan. Technical services confirmed the device was no longer in MRI protection mode, therapy was enabled and the impedance measurements were normal; the device was functioning as programmed at dddr 60/130. It was suspected that the MRI protection mode programming induced the patient's af. No adverse patient effects were reported. The device remains implanted and in service.